Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: access site pain, occlusion, thrombus. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, two weeks after uneventful arteriotomy closure, pain developed at the access site. An angiogram detected an occlusion caused by thrombus at the arteriotomy site. An arterectomy was performed and good blood flow was restored with palpable pulses. In addition, the angiogram found that the starclose se clip was deployed in the intended location, and the back wall of the vessel was not punctured. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.